Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the piece of hubless silicone flat drain broke off in the patient, so the perforated drain section separated from the round tubing and required a return to the operating room for removal.

Event description:
It was reported that the piece of hubless silicone flat drain broke off in the patient, so the perforated drain section separated from the round tubing and required a return to the operating room for removal.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿tensile requirements are not appropriate for the type of drain and/or procedure". The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review and the device history record could not be reviewed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.